Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Height cm: 130. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "5y 5m po valve is not adjustable. Explanted."

Manufacturer narrative:
A deformation of the outer casing of the prosa valve was observed through the visual in specification. The prosa valve housing was measured to confirm the presence of the deformation. The housing deformation measured at -0.1175mm, significantly outside the tolerance of -0.02 +-0.02mm. The permeability test showed that the prosa and progav 2.0 valve is permeable. The prosa valve was dismantled and inside we have found a significant buildup of substance like protein, which have caused the suspected malfunction in the past. Based on our investigation, we can confirm that the valve is non-adjustable, likely due to the deformation which caused the rotor to become loose and brake function to be detective. The cause of the deformation of the housing is unclear. Significant outside pressure, for example by too much force from the progav adjustment tool or by a fall or impact to the head of the patient. Can compromise the integrity of the valve. The progav valve was tested and is not adjustable throughout the normal range. The brake function was not present. A brake functionally was not permeable due to the non-adjustability and absence of brake function.